Event description:
It was reported that the health care professional (hcp) wanted a review of reports for this pacemaker. Technical services (ts) reviewed the reports and noted that this device exhibited low amplitudes and undersensing on the atrial channel. Additionally, there was farfield oversensing of ventricular signals on the atrial channel. Also, the device may have exhibited loss of capture (loc) on the atrial channel. It was noted that an x-ray was performed. No changes were noted. Ts advised troubleshooting. The device remains in use. No adverse patient effects were reported.

Manufacturer narrative:
Correction to field h6: impact codes.

Event description:
It was reported that the health care professional (hcp) wanted a review of reports for this pacemaker. Technical services (ts) reviewed the reports and noted that this device exhibited low amplitudes and undersensing on the atrial channel. Additionally, there was farfield oversensing of ventricular signals on the atrial channel. Also, the device may have exhibited loss of capture (loc) on the atrial channel. It was noted that an x-ray was performed. No changes were noted. Ts advised troubleshooting. The device remains in use. No adverse patient effects were reported.